Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4316, lot #: 17222140, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had experienced pain and unwanted stimulation at the ipg site. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The impedance measurements were observed and revealed 6 contacts with high impedances. Lead fracture was also reported. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had experienced pain and unwanted stimulation at the ipg site. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The impedance measurements were observed and revealed 6 contacts with high impedances. Lead fracture was also reported. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.